Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 62-year-old male patient presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the urine was red with suspected hemolysis. The impella position was 3.1cm in the left ventricle (lv). The partial thromboplastin time (ptt) was over 100. The patient was on integrilin. Three days after insertion, the impella was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 2.1l/min as intended. It is unknown if the urine cleared. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemolysis / mechanical interaction with blood could not be determined due to insufficient clinical information and no return of the device. Hematuria, the cause was not determined due to insufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
Additional information was received from the reporter stating the pump was disposed of upon explant and will not be returned for investigation.